Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the coating on the ultrasonic bronchofibervideoscope connecting tube was peeling. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the probable cause of the phenomenon ¿coating peeling in the insertion section (1 mm2 or more) could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.